Manufacturer narrative:
Additional information was received, that the severe aortic regurgitation was central regurgitation. Updated section patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties removing the delivery catheter system (dcs) from the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. The nosecone appeared to catch on the inflow of the valve near the non-coronary cusp (ncc) side of the annulus. The physician felt pulling the dcs without relieving tension would result in valve embolization. An image was submitted to medtronic for review. The image review showed a successful aortic valve bioprosthesis implant at 100%. After release of both paddles from the dcs, capsule the nose cone appears to catch on the valve, a snare wire is also noted at the end of this clip. Dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. It was reported that tortuosity was present in the patient¿s right femoral artery, however per the physician this was addressed with an 18 french introducer sheath. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available, but the dislodgement was a likely contributing cause. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Although a conclusive cause could not be determined from the limited information available, it was believed that the pinned valve leaflet caused the blood pressure drop. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure or valve related death is an inherent risk when the patient condition is such that a valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. However, with the limited information available, a conclusive relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Trends for these event types are assessed and no further action is recommended at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 18-mar-2021, UDI#: (B)(4) product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the implanting physician had difficulty retrieving the nosecone from the left ventricle. The physician attempted multiple times to advance the delivery catheter system (dcs), rotating the dcs, advancing and withdraw the stiff non-medtronic guidewire, and switching guidewires. However the attempts were unsuccessful at retrieving the nosecone from the ventricle. The nosecone appeared to catch on the inflow of the valve near the non-coronary cusp (ncc) side of the annulus. The physician felt pulling the dcs without relieving tension would result in valve embolization. The patient's blood pressure dropped due to what was believed to be a pinned valve leaflet. The physician suspected this was caused by the dcs and guidewire in the ventricle. The physician eventually was able to withdraw the nosecone out of the ventricle across the valve and resistance was noted. An aortogram was performed to assess the condition. The valve dislodged aortically and severe aortic regurgitation was present on the aortogram. It was reported there was concern of a suspected coronary occlusion as a result of the valve dislodging when the dcs was withdrawn from the ventricle. The physician snared the valve above the sinotubular junction and the patient was immediately placed on cardiopulmonary bypass (cpb). It was reported that a pre-implant balloon aortic valvuloplasty (bav) was not performed. The only notable concern for the procedure was tortuosity in the right femoral artery which was addressed with an 18 french (fr) introducer sheath. The patient died one day post valve implant. The cause of death was unknown. It was unknown if an autopsy was performed.